Event description:
It was reported that in 2010 the patient fell down one storey. Since may 2013, the patient no longer has any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.